Event description:
It was reported that when using the bd pyxis¿ medflex 1000 system biometric identifier was not working and was reading fingerprints incorrectly after being recently replaced on the new machine. However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system biometric identifier failed. A technical support specialist (tss) had the client update the finger ID, but when the customer logged out and logged back in as user, the particular user account was disabled, and the fingerprint was read as the next employee. The tss remoted in and verified that the threshold for lumi biometric identifier had been updated to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.